Event description:
It was reported that patient experienced pump off and driveline disconnect alarms for two days. Patient appeared to have tears on their driveline that they tried to fix with a cement type of material. The patient underwent a chest and a kidney, ureter, and bladder (kub) xray. The driveline section of interest was not viewable from the image submitted. Patient was emitted and log files were submitted for analysis. The log files appeared to show pump stops were related to electrostatic discharge events and a couple related to the driveline being disconnected. On (B)(6) 2024 additional log files were submitted for review. The additional log file data captured 7 new brief pump stops. The modular cable and system controller were exchanged, and new log files were sent for analysis. The log file did not contain any pump stops. The modular cable connector that plugs into the driveline pump side connect was examined on (B)(6) 2024. The connection appeared to be clean inside and around the pins. The epoxy/cemented material from the driveline cable was also removed and rescue tape was used to cover it securely. Another set of log files were sent per tech services request. There appeared to be no unusual events recorded in the log file event history. Alarms have fully resolved since the exchange.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted photos confirmed a tear in the outer jacket of the patient¿s pump cable; however, a specific cause for the tear could not be conclusively determined through this evaluation. It was reported that the patient had a tear on their driveline that the patient had attempted to fix with a ¿cement type material.¿ this material was removed, and rescue tape was applied to securely cover the tear. Review of the submitted photos revealed a tear in the outer jacket of the patient¿s pump cable, adjacent to the pump cable inline connector bend relief. The braided armor layer appeared to be torn as well, revealing the underlying bionate layer. The underlying wires did not appear to be visible. The patient remains ongoing on heartmate 3 left ventricle assist system (lvas), serial number: (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C and heartmate 3 patient handbook, rev. D, are currently available. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The IFU and patient handbook contain information on how to clean and care for the driveline. Section 6 of the IFU and section 4 of the patient handbook instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." Section 7 of the IFU and section 5 of the patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables". Furthermore, section 8 of the IFU and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.